Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was calling for MRI information and in the course of clarifying their implant information they provided several events related to their stimulator. They reported they lost weight after implant and the ins moved so they had surgery to resolve that, the surgery was done in (B)(6) 2018 so the ins movement happened around that time. They said, now they have gained 60 pounds. They reported pain in the area of the ins that moves to their whole hip which started a year and a half or may have been a year ago,  after they had an MRI and the pain had been really bad for 6 months, they cannot even sleep on that side sometimes, especially if it is cold. They also reported, starting in 2020 (year valid) they have a new issue of not being able to pee or they have a hard time emptying their bladder and have to stimulate their urethra in order to start to pee. The patient was redirected to their healthcare provider to further address the issue.